Event description:
A customer reported error message ¿2011 air detected (sample¿ during quality control (qc) on the aia-360 analyzer. The customer primed the lines with alcohol and replaced the substrate to troubleshoot, but error persists the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and also identified mf flags. The fse was able to reproduce the error and flag by performing quality control (qc). Per fse 2011 air detected (sample) error message occurred due to sample nozzle not reaching deep enough into the sample cup, suggesting an issue with the liquid level detection system. Fse adjusted the sampling assembly and resolved the issue. Fse repaired and validated the analyzer by successfully performing liquid sense test and quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 11oct2023 through aware date 11nov2024. There were two similar complaints identified during the search period including this case. The aia-360 operator's manual under section7-1: error messages states the following: (2011) air detected (sample) description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the sampling assembly.